Event description:
It was reported by a user facility medwatch that during an unk procedure, the device was used to clamp across renal artery and fired. Incomplete cutting across the device and a large amount of bleeding occurred. Bleeding was then controlled and new devices used and properly stapled and cut the renal vessels. The pt received two units of blood.